Manufacturer narrative:
Investigation is ongoing.  (B)(4).

Event description:
As reported by our affiliates in (B)(4), during the 23 mm sapien 3 case by transfemoral approach in aortic position, resistance was encountered during the valve alignment. The valve was able to be placed in the native valve and the pusher was retrieved. Valve deployment was initiated but the balloon did not inflate. All devices were removed and a new kit was taken and the valve was deployed successfully. As per pictures provided, there was a tear between crimp and inflation balloon.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The delivery system was returned to edwards lifesciences for evaluation in packaging position, unlocked, with ¾ fine adjust used, and loader cap over flex shaft. Returned imagery of the complaint event were reviewed. The crimped valve was on the inflation balloon, balloon legs were flared out. The crimp balloon was torn adjacent to the inflation and crimp (ic) balloon bond, and there was bunching on the distal shoulder of the inflation balloon. The returned delivery system was visually inspected for abnormalities. The valve was on the working length of the balloon. The crimp balloon was torn. The distal balloon was bunched, the balloon wings were flared out. There were flex tip gouges. Crimp balloon double wall thickness measurements were taken to ensure that the thickness of the material was within specification. A thin balloon could contribute to the observed balloon tear and could be indicative of a manufacturing nonconformance. The crimp balloon double wall thickness was found to be within specification. Due to the condition of the returned device (balloon torn), no functional testing was able to be performed. DHR review was performed for the components that the most relevant to the complaint event. Due to the emerging trend in ¿balloon ¿ torn¿ complaints, the tubing lots and resin for the crimp balloon underwent further review. The related lot was not identified as a suspect tubing lot. The work orders did not reveal any issues that could have contributed to this complaint event. A lot history review of the related work order was performed and revealed no other complaints relating to ¿balloon ¿ torn¿ and ¿delivery system ¿ difficulty with valve alignment¿. A review of the complaint history from november 2017 to october 2018 for edwards commander delivery system (for all models and sizes) revealed other returned complaints. Most complaints were confirmed, but no manufacturing non-conformances that would have contributed to the complaints were identified. Available information suggested that the tears may have occurred during valve alignment and could be attributed to patient/procedural factors. Due to the high criticality level for this failure mode, a product risk assessment (pra).  Review of complaint history revealed that the occurrence rate did not exceed the october 2018 control limit for the trend category ¿damaged¿. Regarding delivery system ¿ difficulty with valve alignment, most complaints were confirmed, but no manufacturing non-conformances that would have contributed to the complaints were identified. Available information suggested that patient/procedural factors (valve alignment performed in a non-straight section) may have contributed to the reported events. However, one complaint did show a manufacturing non-conformance was identified. Due to incorrect assembly of the handle components, the delivery system was unable to engage with the balloon shaft when locked. As the device being evaluated in this memo was functionally tested and could be locked with full fine adjust performed, this failure mode is unrelated. Review of complaint history revealed that the monthly occurrence rate did not exceed the october 2018 control limit for the trend category ¿valve alignment difficulties¿. Edwards commander delivery system instructions for use (IFU), prepping manual, and training manual were reviewed for instructions involving esheath and commander preparation and procedure. No IFU/training deficiencies were identified. During manufacturing, the delivery system is both visually inspected and tested several times throughout the process. Visual and dimensional inspection is performed. Burst testing was performed on 20 balloon samples and all passed. During crimp balloon trimming and final inspection, balloon leg trimming / inspection & proximal and distal ID inspection is performed as well as , wall thickness inspection, and visual inspection. During balloon pleat, fold, & forming, the balloon size is inspected before the pleating and folding process. After pleating and folding is completed, the balloon is visually inspected. During final inspection, 100% final inspection by manufacturing and quality is performed. This includes functional inspection and distal to proximal visual inspection. Additionally, flex catheter and balloon catheter leak tests are performed, as well as post balloon catheter leak test inspection. During commander: tensile product verification testing, I/c bond tensile test is performed. The lot was accepted. Locknut / collet engagement test was performed and the lot was accepted. All samples passed product verification testing. These inspections support that it is unlikely that a manufacturing non-conformance contributed to the reported complaint. The complaints for ¿balloon ¿ torn¿ and ¿delivery system ¿ difficulty with valve alignment¿ were confirmed based on the condition of the returned device. Dimensional and visual inspection of the returned device did not reveal any non-conformances. Additionally, review of complaint history, lot history, and the DHR provided no indication that a manufacturing non-conformance contributed to the complaint events. Review of IFU/training materials revealed no inadequacies. A review of manufacturing mitigations also supported that the balloon and delivery system have proper inspections in place to detect issues related to the complaint events. As no issues were noted during device prepping and de-airing, the device likely had no issues with the balloons out of box. As such, it is likely that the torn crimp balloon occurred during the procedure. A review of complaint history revealed that the potential root causes for tearing of the crimp balloon material proximal to the inflation balloon to crimp balloon bond have been identified and documented in product risk assessment (pra). The pra identifies increased alignment forces experienced during the procedure as a possible root cause for the balloon tear. If the physician performed the valve alignment process at a bend or angle, it could result in increased forces being applied to the bond area. This may occur as performing valve alignment in a non-straight section of the aorta can cause the thv to unseat (non-coaxial placement of the thv in relation to the flex tip) from the flex tip and¿dive¿ into the lumen of the flex tip. Gouges on the flex tip are indicative of valve diving into the flex tip rather than remaining flush with the tip during valve alignment. Valve diving may have then caused non-coaxility between the crimped valve and the delivery system resulting in difficulties during valve alignment. If the thv is unseated during valve alignment, it can result in higher than usual alignment forces, weakening and subsequently tearing the balloon material near the inflation balloon to crimp balloon bond. Under simulated conditions (tortuous anatomy), a previously performed engineering study was able to recreate high valve alignment forces with valve diving. In addition, residual volume left in the balloon may also contribute to increased forces during valve alignment, which could lead to a tearing of the balloon material. Another previously performed engineering study was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question. Furthermore, attempts to align the valve in sub-optimal coaxial alignment may have then caused the distal bunching of the inflation balloon, as the crimped balloon was being pushed into valve alignment position in a sub-optimal coaxial orientation. Therefore, available information suggests that procedural factors (high valve alignment forces) may have contributed to the reported events. To address the emerging trend in I/c bond complaints, the tubing lots and resin for the crimp balloon underwent further review. This review identified a correlation between recent increase in complaint rates with alternate extrusion processing methods. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  Since no manufacturing non-conformances were confirmed and no IFU/training deficiencies were identified, no corrective/preventative actions are required. However, a CAPA is being updated to address the emerging trend in I/c bond complaints. Since a product non-conformance was not confirmed in the returned complaint sample, and the occurrence rate did not exceed the complaint control limits, a product risk assessment (pra) is not required. However, a pra was previously initiated per management discretion to investigate the balloon torn issue and its associated risks, and further investigation was performed on the crimp balloon tubing and resin lots. The complaint for ¿balloon ¿ torn¿ was confirmed; however, no manufacturing nonconformances were identified in the returned device. Available information suggests procedural factors (high valve alignment forces) contributed to the complaint events. Since no labeling or IFU inadequacies have been identified, no corrective or preventative action is required at this time. For ¿balloon ¿ torn¿, per management discretion, the balloon torn issue and it associated risks have previously been assessed and documented in a pra. In addition, to address the emerging trend in ic bond complaints, a CAPA is being updated. The complaint for ¿delivery system ¿ valve alignment difficulty¿ was confirmed; however, no manufacturing non-conformances were identified in the returned device. Available information suggests procedural factors (high valve alignment forces) contributed to the complaint events. Since no labeling or IFU inadequacies have been identified, no corrective or preventative action is required at this time. A review of complaint data revealed that the complaint rate did not exceed the monthly control limit for the applicable trend category. As such, escalation to a pra is not required.